Event description:
The pt underwent surgery for the removal of a right ruptured breast implant. The old implant was removed and was still leaking saline. A new saline implant was put in and the old one was sent to pathology.